Manufacturer narrative:
The customer reported lot number 601307085, however, this lot number is not recognized by baxter. The customer reported this event to the FDA through medwatch mw5082597. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.